Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported skin irritation. The pod was found to have completed sterility within specification. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/2016; using the pod 5 / page 44. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported that after wearing the pod for longer than 48 hours she noticed her site was burning and that there was oozing come out of the cannula site. She also reported that her healthcare provider provided her with some hydrocortisone cream for her skin irritation.